Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 2.8c. Pump received with serial number label fading. Pump received with the three heat stake post broken on the battery cap noted.

Event description:
Medtronic received information that battery cap cracked/damaged, labeling anomaly occurred. There was no adverse impact or consequence reported as a result of this event.